Manufacturer narrative:
Correction block h6 has been corrected with the addition of missing codes e1308 urinary frequency and e2326 inflammation. Block b3 the exact date of the event is unknown. The provided event date, 1/01/2020, was chosen based on year the article was published. Block g2 kashihara, t. (2020). The use of hyperbaric oxygen to treat actinic rectal fistula after spaceoar use and radiotherapy for prostate cancer: a case report. Bmc urology, 20(1), article 7. Https://doi.org/10.1186/s12894-020-00767-3. Block h6 imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e2339 captures the reportable event of ulcer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled, "the use of hyperbaric oxygen to treat actinic rectal fistula after spaceoar use and radiotherapy for prostate cancer: a case report." Written by kashihara et al. The event captures the patient who received spaceoar device and started radiation treatment, the patient stated perianal pain, frequent urination after the competition of external beam radiation treatment (ebrt). A magnetic resonance imaging (MRI) showed an abscess, the radiation was postponed. Administration of antibiotics and opioid via intravenous drip was commenced, and transperineally drainage was performed. After the alleviation of the abscess, additional ebrt instead of brachytherapy was performed with MRI-guided radiation therapy (mrgrt). On the last day of the mrgrt, perineal pain reoccurred, and MRI and colonoscopy detected the rectal perforation. He received an intravenous antibiotics drip and hyperbaric oxygen (hbot) and fully recovered from the rectal perforation.

Manufacturer narrative:
Block b3 the exact date of the event is unknown. The provided event date, 1/01/2020, was chosen based on year the article was published. Block g2 kashihara, t. (2020). The use of hyperbaric oxygen to treat actinic rectal fistula after spaceoar use and radiotherapy for prostate cancer: a case report. Bmc urology, 20(1), article 7. Https://doi.org/10.1186/s12894-020-00767-3. Block h6 imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e2339 captures the reportable event of ulcer. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware that a spaceoar hydrogel system was used during the study performed in the article titled, "the use of hyperbaric oxygen to treat actinic rectal fistula after spaceoar use and radiotherapy for prostate cancer: a case report." Written by kashihara et al. It was reported that a patient who received a spaceoar device experienced perianal pain, frequent urination after the competition of external beam radiation treatment (ebrt). Magnetic resonance imaging (MRI) showed an abscess, and the patient's radiation therapy was postponed. Administration of antibiotics and opioid via intravenous drip was commenced, and transperineal drainage was performed. After the alleviation of the abscess, additional ebrt instead of brachytherapy was performed with MRI-guided radiation therapy (mrgrt). On the last day of the mrgrt, perineal pain reoccurred, and MRI and colonoscopy detected the rectal perforation. He received an intravenous antibiotics drip and hyperbaric oxygen (hbot) and fully recovered from the rectal perforation.